Manufacturer narrative:
The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system showing six lives remaining. The instrument passed grasping, recognition, and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected. The instrument passed the electrical continuity test in both grips.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the force bipolar instrument's jaw hinge was dislocated. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.